Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device pain ('medical device removal'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), pain of skin ("cant stand slightest touch/ all over pain has not disappeared") and pain ("pain all over"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device pain and pain of skin outcome was unknown. The arthralgia had resolved. And the pain had not resolved. The reporter considered arthralgia, medical device pain, pain and pain of skin to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: hip pain, medical device removal. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), pain of skin ("cant stand slightest touch/all over pain has not disappeared") and pain ("pain all over"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device pain and pain of skin outcome was unknown, the arthralgia had resolved and the pain had not resolved. The reporter considered arthralgia, medical device pain, pain and pain of skin to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hip pain, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received-new event hip pain, medical device removal and pain all over added.were added. Outcome of pain of skin updated to not recovered / not resolved. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.